Event description:
A radiolucent transitional (full) system was involved in an event during a preoperative setting and was described as follows; a breakage occurred during the preoperative setting. The unit was in contact with the patient but it is unknown whether there was any injury or medical intervention involved. Additional clinical information received did not provide gender or age of the patient or the type of or date of the procedure being done at the time of the event. Surgery was delayed approximately one hour in order to fix the patient's head again. The transitional broke at the knit lines and their screws were intact. Further clinical information is not expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.